Event description:
It was reported that the pulse generator exhibited high current drain with an estimated remaining longevity of less than one month. Measured data was 2.72 v, 56 ua, and 4.2 kohms.

Manufacturer narrative:
High current drain.